Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
This report is submitted on july 23, 2024.

Event description:
Per the clinic, the patient experienced an infection at the implant site and was treated with oral antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2024, and there are no plans to reimplant the patient with a new device as of the date of this report.